Event description:
It was reported that the patient experienced lethargy while exercising due to a right ventricular lead fracture. The pacing impedance was high - which triggered a lead warning - and there was high threshold as well. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.